Event description:
It was reported by the customer that a pyxis ciisafe system device was freezing and dooe was not opened. The customer stated that there was a delay in dispensing wokflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the door compartment keeps failed. A field service enginner replaced the door latch to resolve this issue. The system functioned as intended after field service enginner troubleshooted the device.